Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that buttons were harder to push, crack on top left of screen towards reservoir area. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis

Manufacturer narrative:
Device passed displacement test and self test. However, device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with broken reservoir tube lip, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, cracked reservoir tube lip and missing reservoir tube o ring. The test infusion set and reservoir does not lock into place due to broken reservoir tube lip. (B)(4).